Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition and available for investigation. During a surgery one side of the jaw was not able to open. The procedure was done by using another instrument. After surgery the customer found that ceramic seemed to be broken. Medical device fragments remained in patient. The instrument arrived in a clean status with visible damage but without the broken off fragments. The components have been examined visually and microscopically. A visual inspection of the instrument. A bent connecting rod was found. A visual inspection of the jaw parts was performed. A visual damaged grey ceramic with a broken off area was found and unknown deposits. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. The root cause of the problem is most probably usage related. It was determined that a mechanical overload as the causal factor and these will result the ceramic breakages and bent connecting rods. There is the possibility of torsion or high leverage with the instruments. Also the unopened jaw were caused by broken ceramics. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). The issue was caused in the 4th time of use. During procedure, one side of jaw was not able to open. The procedure was done by using another instrument. After surgery, the customer found that ceramic seemed to be broken.